Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to stress applied to the device during use, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (angle issue in the up direction) was confirmed. It was observed that the bending angle in the up direction was not working due to a broken angulation wire. In addition, service found the bending section and the insertion part were crushed. Scratches were observed on the insertion part, the eyepiece, the grip, the angle lever, the vent under the grip, and the light guide cover, due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was exhibiting an issue with the bending angle in the up direction. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion part was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.